Event description:
Event: (cc# 98-00942) the iab leaked. The iab was removed and a second iab was inserted into the patient. On 8/28/98, the following was reported to datascope: the pump started alarming and blood was noted in the tubing. The doctor was notified and the catheter was removed and replaced. There was no patient injury or complication as a result of the event. [Event complications]: unknown - reported 7/29/98; none - reported 8/28/98. [Patient's current status]: unk - reported 7/29/98.